Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system and a review of the device logs that there was a red alarm just after the red alarm started there were several bed-to-bed overview sessions on multiple monitors. The fse confirmed the system bed-to-bed overview popup and the red alarm worked correctly.

Event description:
The customer reported that a red alarm from the room box2 did not start a bed to bed. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporter phone # (B)(6). Reporting institution phone # (B)(6). Reporting address state (B)(6).